Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to confirm the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was making a noise.